Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the intraocular pressure (iop) of the patient was different than what was being displayed on the system during a procedure. The surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The company representative provided additional training for the customer as a preventative measure. The system was manufactured on february 25, 2011. Based on qa assessment, the product met specifications at the time of release. The operators manual notes the system is a closed loop system that adjusts intraocular pressure (iop). The iop control cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, and/or remove the infusion line. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).